Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflation/deflation charts was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found during lab examination. It was possible to determine the cause of the reported difficulty based on the event description.

Event description:
The iab was defective. This was the only info at the time of the report. On 3/10/98, the following was reported to datascope: the iab was inserted in the cath lab uneventful but when the pt was in the rm, the iabp console alarmed "check balloon". The dr manually filled the iab and autofilled it but the pump still alarmed. The pump console was changed and the same problem occurred. The ccu staff was not getting the proper iabp pressure and poor augmentation was noted. The pt was brought back to the cath lab and the balloon was removed and replaced. [Event complications]: unk-reported 1/28/98; none-rpt'd 3/10/98. [Pt's current status]: waiting for CABG.